Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation requiring defibrillation. The patient then developed a hemothorax requiring a chest tube and transfusion of two units of red blood cells. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.